Event description:
It was reported that the zimmer air dermatome ii wouldn't turn on when they tried to test it. Additional clinical follow up with the customer indicated that there was no patient involvement or delay in the start of a surgery.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.